Event description:
It was reported that: the vaporizer was not mounted correctly to the vapor mount but was locked in place. The machine passed the leak test. It was reported that there was no fresh gas delivery to the patient. The patient turned blue and was bagged. At the end of the case there was no adverse event to the patient and the patient was ok.

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the follow up report.